Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized as they experienced several syncopal events. Device interrogation revealed that episodes with oversensing of artifacts on the rv channel had been stored. Further evaluation of the patient, including movement and manipulation, did result in some oversensing of artifacts, and pacing inhibition was observed in several instances. The implanted device was reprogrammed to the lowest sensitivity, however, pacing inhibition could still be confirmed on the external electrocardiogram (ECG). Rv lead impedance was found to be in range, but the facility suspects the observations may be due to an early stage of lead impairment. Lead replacement was recommended but at this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).